Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the electronic assembly. The pump had moisture damage on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 93 mg/dl at the time of incident. The customer's mother stated that the pump had a blank display even after battery changes. The pump would count down and go back to the blank screen. She stated that the pump had been bumped and dropped by the 8 year old customer. She was advised that the insulin pump will need to be replaced. She was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.